Manufacturer narrative:
(B)(4). Medical product - ep-122850, exceed abt e1 muller cup 28x50, 2217584, medical product - 163638, 28mm cocr mod hd +6mm no skirt, 653730. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address femoral stem loosening. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.